Manufacturer narrative:
On 25 august 2017 the medical affairs director performed a clinical evaluation and commented as follows: stem loosening 1 year after primary cementless tha. The information provided does not allow a complete analysis of the case to be carried out; only an intraoperative fluoroscopic image is supplied with no date. The stem there looks subsided, but no postoperative picture is available, so subsidence cannot be quantified and the appropriateness of stem sizing at operation cannot be evaluated. Therefore, the causes for this adverse event cannot be determined. Batch review performed on 28 august 2017. Lot 145328: (B)(4) items manufactured and released on 10 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem has become loose. The surgeon explanted the liner, head and stem. The surgery was completed successfully. X-ray are available.